Manufacturer narrative:
(B)(4). Batch # m92z6l. Additional information was requested and the following was obtained: what type of procedure was the device used in? Did the generator display reactivate? No. If no, what error message did the generator display? The generator displayed "tighten connection." Connection were tightened several times, but did not solve the problem. It was reported that blood loss was not more than expected. Did bleeding occur as a result of the device issue? No - not at all. How was the bleeding controlled? There was nearly no bleeding, this was controlled with harmonic before the error message. How much blood was lost (ml)? >100 ml. Did the patient require a transfusion? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No the device was returned in good physical condition. The device was connected to a test hand piece and a gen11, during functional testing it was noted that the hand control buttons were nonfunctional. However, the device did activate when tested with the foot switch. In addition, the device was tested with the test media and performed as expected. The amount of energy delivered to the tissue and resultant tissue effects are a function of many factors, including the power level selected blade characteristics, grip force, tissue tension, tissue type, pathology and surgical technique. Max power is set at power level 5 and cannot be adjusted. There were no alert screens displayed at any time during testing. The instrument was disassembled to inspect the internal components and the electrical traces of the hand control buttons were found to be damaged. This resulted in the hand control buttons to be nonfunctional. In addition, the blade sheath was missing. This is not related to the reported event since as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment, no conclusion could be reached as to how the electrical traces got damaged. The preliminary investigation into the missing sheath issue has identified our manufacturing process as the possible cause. The ¿tighten assembly¿ alert screen appears when the instrument may not be properly assembled to the handpiece. However, no alert screens were displayed at any time during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device was not functioning; alarm had to reactivate several times during the procedure. The handpiece was changed out but the device still was not working. Another like device was used to complete the procedure, which worked perfectly. Blood loss was not more than expected and the procedure was prolonged by ten minutes. There were no adverse consequences for the patient reported.